Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient experienced a hypoglycemic event due to no audio output from the mobile device. The patient did not remember a lot of details and only very little information was reported but it was stated that the missed alarm occurred during 3 and 6am. No specific symptoms were reported, but the husband called emergency services. The patient was barely conscious during the event and remembers very little. According to the patient she was treated with a ¿sugar injection¿, which most likely was a glucagon injection. The patient was brought to the hospital but was discharged early in the morning. At the time of the report the patient was stable. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.